Event description:
The facility's biomed engineer reported an infusion pump with failure code 812:02. This report was noted during clinical use. Information was requested by baxter regarding specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and setup information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified.